Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels over 400 mg/dl. The patient changed the infusion device's accessories, but his blood glucose levels remained elevated. He experienced nausea, vomiting, and felt sick. He thinks his infusion device delivers too low an amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.